Manufacturer narrative:
The customer reported the multi-gas unit is giving low readings which was confirmed with calibration gas. The biomedical engineer tried to calibrate device but it keeps giving calibration error. The dry line receptacle was changed and calibrated last month with no issues. The multi-gas unit was received by nihon kohden and evaluated. The device was tested for an extended period and the reported issue could not be duplicated. All gases were within service manual specifications. The biomedical engineer at the hospital was contacted and advised the unit was evaluated and tested and the reported issue could not be duplicated. The biomedical engineer at the hospital requested that we return the device to him. The multi-gas unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the multi-gas unit is giving low readings which was confirmed with calibration gas. The biomedical engineer tried to calibrate device but it keeps giving calibration error. The dry line receptacle was changed and calibrated last month with no issues.